Event description:
We received a report from the united kingdom reporting a patient experienced significant burns on both legs which have blistered (hip surgery). This occurred during the 2 hour post op ward while spinal anaesthetic was still active. Burns that blister are generally second-degree burns, also known as partial thickness burns. These burns damage the outer layer of skin (epidermis) and part of the underlying layer (dermis), resulting in redness, swelling, pain, and the formation of blisters. Follow up is being performed to gather additional information; however, in the absence of treatment specifics and degree diagnosis, we will take the conservative approach and classify this event as a serious injury associated with the use of a molnlycke product.